Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient initially reported having difficulty getting the handset and communicator to connect. Upon troubleshooting, it was determined the handset and communicator were communicating, but the patient was encountering the 'device not responding' message when trying to find the internal device. The patient mentioned when they previously checked the ins battery level, they saw a question mark icon. It was reviewed this meant the ins battery was discharged, and would explain why they were seeing the device not responding message today. It was reviewed how to charge the ins. The patient expressed they were not thoroughly trained and did not understand how to charge the ins properly. They encountered the recovery mode charging screen, followed by the normal charging screen, with ins battery at 10% and excellent connection. It was discussed the patient would need to continue charging, and then could use the micro patient application and communicator to turn therapy back on again. They mentioned warmth while charging, but indicated it felt good. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They stated that the cause of the device not responding when trying to connect to the ins, the rechargeable battery depleting and the therapy being off were caused by their lack of knowledge. They stated these issues were corrected with verbal instructions given to them.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.